Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation surgery scratch occurred in a position where forceps didn t come in contact with iol.scratch on iol surface was noticed on implantation. As scratch was in periphery physician didn¿t think it would impact vision so left iol in the eye.

Manufacturer narrative:
The product was not returned. A photo was provided showing the lens in the eye. A scratch/mark can be seen at the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. Based on our observation of the attached photos, the lens appears to be scratched. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/monarch combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).